Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However; the device had a loud motor noise during rewind due to faulty motor. Device was received with cracked reservoir tube and lip and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer had called in to troubleshoot the insulin pump. The customer explained being hospitalized on (B)(6) 2013 with high blood glucose of 470 mg/dl and ketones. The customer discontinued the use of the insulin pump and was treating with manual injections. The alarm history showed multiple low reservoir alerts on (B)(6) 2013 and a no delivery alarm on (B)(6) 2016. Troubleshooting was done and the programming was correct, insulin did exit during manual prime, device was not dropped or exposed to high temperatures and the drive support cap appeared normal. The high pressure test could not be completed. The insulin pump was replaced and returned for analysis.